Event description:
It was reported that multiple cadd solis pump administration sets from the same lot number were found to be defective upon attempting to prime. Lines either unable to prime beyond a certain point or required increased volume (greater than 10cc) to prime entire line. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10067. The report was submitted in error., corrected data: corrected information provided in h10.